Manufacturer narrative:
The autopulse platform (B)(6) failed the load cell characterization check during the investigation. The root cause of the reported complaint was a defective load cell. The load cell needs to be replaced to address the observed failure. The autopulse platform passed the preliminary functional testing without error or fault. However, the load cell characterization check failed due to an over-reporting load cell. The customer declined the service repair. Therefore, no service was performed, and the autopulse platform was scrapped at zoll. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with (B)(6).

Event description:
During the investigation on (B)(6) 2024, the autopulse platform ((B)(6) failed the load cell characterization check. No patient involvement.